Event description:
It was reported that the pump displayed an altitude alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer followed instructions from technical support to clean the speaker holes and reconnect the cartridge, which successfully resolved the issue as the pump resumed normal operation without recurring alarms. Technical support offered additional advice on preventing future altitude alarms.